Event description:
Doctor reported that implant fractured and was removed. After visual inspection it was observed that the implant was fractured at the collar of the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient weight unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. K011028, k013227. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) and one unknown zimmer screw was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per are unknown. The reported device was in an unknown tooth location; however, it was implanted for approximately 6 years, 10 months. Device history record (DHR) review was completed for the subject lot number 62488135. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62488135) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant.